Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the insulin pump's screen was cracked. The screen was black. The insulin pump fell and the screen cracked. Customer's blood glucose level was 280 mg/dl. The customer was currently using their backup plan. The device was not returned.